Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and results of the complaint investigation there is no indication that the reported difficulty loading the filtration element into delivery catheter pod, pod damage, and material separation is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, it is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the pod, preventing the filtration element from being able to load properly, and resulting in separation of the barewire; however, this could not be confirmed. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that during preparation when pulling the emboshield nav6 embolic protection system (eps), more force was needed to pull the filter into the delivery catheter (dc) pod and the filter came off from the delivery system. Bunching on the delivery catheter was observed after pulling the basket into the delivery catheter. The same issue occurred with two additional emboshield nav6. There was no patient involvement. A fourth emboshield nav6 was used to complete the procedure. No additional information was provided.